Event description:
There was a leakage of chemotherapy (etoposide, vincristine, and doxorubicin) from a 1000 ml non-dehp non-pvc excel plus bag made by b. Braun. No harm to the patient was reported. This issue has been reported to the manufacturer, b. Braun, as well.